Manufacturer narrative:
Event date in an estimate.

Event description:
It was reported that the patient's ipg became inoperable due to user error. Patient stopped charging due to recharge burden. As result, the ipg was explanted and replaced. Effective therapy was established post-operative.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.